Event description:
It was reported that two bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure, one of which also experienced hub separation. The product defects were noted during use. The following information was provided by the initial reporter: material no. 368607, batch no. Unknown. Bd eclipse blood draw needle malfunction: two of the instances happened once the needle was attached to the hub and the tube was being put on, the needle seemed to ¿shoot¿ off the end of the holder, at the same time the safety device fell off. The 3rd incident was when the phlebotomist was putting the hub and the needle together and the needle fell apart seemingly where the green piece and the white come together.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure modes for safety shield separation and hub/collar separation with the incident lot were not observed as all product specifications were met. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified on any of the samples. Each sample was then manually inspected to test the weld between the collar and hub components. All samples appeared to have a proper weld with no hub collar separation identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure, one of which also experienced hub separation. The product defects were noted during use. The following information was provided by the initial reporter: material no. 368607. Batch no. Unknown. Bd eclipse blood draw needle malfunction: two of the instances happened once the needle was attached to the hub and the tube was being put on, the needle seemed to ¿shoot¿ off the end of the holder, at the same time the safety device fell off. The 3rd incident was when the phlebotomist was putting the hub and the needle together and the needle fell apart seemingly where the green piece and the white come together.